Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument tube extension cracked at one of the axial keys. The crack measured approximately .310. Failure analysis concluded that the damage may be due to likely mishandling/misuse. Failure analysis investigation also found the following unreported damages to the instrument: scratches on the tube extension with light pad printing removed in the same area as the tube extension crack. Failure analysis concluded that the pad printing removal may be due to likely mishandling/misuse. The tube reinforcement ring had a small scratch measuring .361 long that continued onto main tube. Another scratch also started at the reinforcement ring and continued down onto the main tube. Failure analysis concluded that the scratch marks /abrasions damage may be due to likely mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing pad printing material, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the surgeon was using the monopolar curved scissors instrument and the nurse found out there comes problem on the shaft of the instrument and it was the part where monopolar energy comes from so they stopped using it. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.